Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, excessive applied pressure, or insufficient preparation prior to use. It was reported that the lesion had moderate calcification which could have weakened the balloon materials during interactions with the catheter, thus causing balloon rupture upon inflation. No adverse patient effects were observed as a result of the balloon rupture. A conclusive root cause could not be determined for the balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury previously. Device issue: balloon rupture. It was reported that after crossing the guide wire through the lesion, the voyager was delivered and inflated. However, it ruptured at the third inflation at 8 atm. It was changed to another balloon, and the stent was deployed. The procedure was completed. No additional event or patient information is available.